Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. A visual examination of the sample did not reveal any abnormalities. The sample was under water leak tested, which identified a leak between the tubing and inner surface wall of the y site outlet port solvent bond area. Therefore, the reported condition was confirmed. The root cause was insufficient solvent. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). An actual and companion sample was submitted for evaluation. Only the companion sample was evaluated, since the actual sample was contaminated through chemotherapy and contained blood. A visual examination of the companion sample did not reveal any abnormalities. A pressure test under water at 8.0 psi +/- 0.5 psi and one at 12.0 psi +/- 4 psi of air was applied to the sample and the reported condition was not confirmed. The root cause of this condition was not confirmed or duplicated, and the assignable root cause could not be determined.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review was conducted and there were no deviations found during the manufacture of this lot.

Event description:
A customer reported to baxter (B)(4) of a y-type micro ext set that was leaking small drops from the closed system area of the catheter extension set . As soon as this was noticed, the set was changed immediately. The process step is unknown as well as if there were any report of patient injury or medical intervention. No additional information is available.